Manufacturer narrative:
The device was discarded by the hospital. According to the investigation, the complaint description of gently pulling apart the brush tips to assist with retraction is counterintuitive. There is insufficient information to determine the failure mode and root cause. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran territory manager was on-site when the following event occurred. The ins-5300 (always-on tip tracked triple needle brush) was deployed upon opening. The clear protective piece was not on the end. The ins-5300 (subject device) would not retract inside the sheath. Staff was able to retract the tip back into the sheath by holding each end and pulling apart gently. The staff had to do this every time. The procedure was able to be completed with the subject device. There was no patient or user injury reported due to the event. This event is being reported for not being able to retract the needle brush into the sheath.